Event description:
It was reported that the lead fractured and had high impedances. It was noted that the patient had multiple falls. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy restored

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.